Event description:
It was reported that during a laparoscopic colon resection procedure, at the beginning of surgery, the tissue pad detached and fell into the patient. It was successfully retrieved. The case was carried out and finished by using a new device. There were no patient consequences.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The tissue pad of the device was attached and not damaged. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the device returned may have been used to complete the procedure and is not the device complained about

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.